Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been 11 another complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, white foreign material like fiber was found in the back of iol facing the posterior capsule when checked following the insertion of iol by cartridge. This issue has been occurred in four surgeries. The foreign material was not left in the eye as aspirated and removed by irrigation and aspiration upon completion of insertion, leaving the iol intact. Patient harm was yet to be reported as of now. Additional information was requested and provided that there was no problem to the patient and postoperative course was good.

Manufacturer narrative:
The used cartridge was not returned for evaluation. Ten unopened cartridges were returned for lot. One sample was pulled for evaluation purposes. The returned unopened cartridges was evaluated. The cartridge was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. The cartridge was functionally tested per the directions for use (dfu). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens model indicated is not qualified for use with the cartridge. Two viscoelastics were indicated; only one is qualified. The root cause for the reported complaint could not be determined. No determination can be made without physical evaluation of the complaint sample. The root cause may be related to a failure to follow the instructions for use (IFU). The indicated lens model and one of the indicated viscoelastic are not qualified for used with the cartridge. Per the IFU: the company device iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company device iol delivery system.the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs also to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. There has been 11 another complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).